Manufacturer narrative:
Bayer radiology product analysis received and examined the returned syringe kit. Visual examination confirmed the presence of white particles on the syringe barrel near the drip flange. Also noted were abrasions to the tyvek cover at the point of contact for the syringe drip flange. Product analysis determined that, during shipping/handling, movement of the syringe against the tyvek cover caused adhesive material to flake off the cover and settle within the disposable container as well as on the surface of the syringe assembly. A 12 month review of complaint history determined the complaint rate to be (B)(4) complaints per million (cpm).

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they noticed the presence of fine white particles around the syringe. The customer elected not to use the syringe kit. No injury or adverse event was reported.